Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the insertable cardiac monitor was in backup mode. No changes or intervention was reported. The patient condition was stable.